Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas integra 400 plus analyzer. The initial na results were reported outside the laboratory. Reportedly a doctor in the laboratory noted the na results were recovering low. The customer performed a new calibration and performed repeat testing with the samples. Sample identifier 963 had an initial na result of 130.9 mmol/l. The patient's na result after recalibration was 136.5 mmol/l. Sample identifier 965 had an initial na result of 133.3 mmol/l. The patient's na result after recalibration was 138.4 mmol/l. Sample identifier 959 had two na results prior to recalibration, 127.1 mmol/l and 131 mmol/l. The patient's na results after recalibration were 133.1 mmol/l and 133.1 mmol/l. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
A field service engineer cleaned the electrolyte unit and the water supply and changed a probe. After service, it was reported there were no further issues. The investigation is ongoing.

Manufacturer narrative:
Control and calibration data were within expectations at the time of the event. An ise performance check showed acceptable values. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
It was reported the last instrument maintenance performed was on 12-jul-2022. The customer cleaned the water supply and the electrolyte unit. Reportedly it is freezing at the laboratory. The investigation is ongoing.